Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-00044. The pt received his scs system on (B)(6) 2010 consisting of an ipg and surgical lead. On (B)(6) 2010, it was reported that his lead pulled out of the ipg header and the pt lost stimulation as a result. During the surgical procedure to reinsert the lead, the physician observed fluid in the header and decided to replaced both the ipg and the lead.